Event description:
It was reported that the lead migrated too far to the left. In turn, patient experienced ineffective therapy due to only having left-sided stimulation. Reprogramming was attempted. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned back to midline. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.